Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "device rupture¿ and ¿silicone perspiration¿. Phone number: (B)(6).

Event description:
Healthcare professional reported right side device rupture, capsular contracture, baker grade ii, and silicone perspiration. The device has been explanted.